Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 01/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that their navigation system monitor was intermittently going completely black. No further details regarding the issue were provided. There was no patient present when this issue was identified.